Manufacturer narrative:
(B)(4). The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficulty grasping the leaflets (failure to adhere or bond) appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents of failure to adhere or bond) reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the initial medwatch report filed, additional information received: autopsy was performed. The inferior vena was ripped. The cause of death was retroperitoneal bleeding from the inferior vena cava. Reportedly the cause of the vena cava damage was not clear; it could be from either the steerable guide catheter or transseptal puncture needle. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during the procedure, the patient expired during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient's anatomy was challenging due to large left chambers, soft septum, and suboptimal transseptal puncture. After placement of the steerable guide catheter (sgc) and clip delivery system (cds), there was difficulty grasping the leaflets. Attempts to grasp the leaflets for over an hour were unsuccessful. After the grasping attempts, the patient's blood pressure decreased. The cds was withdrawn to the left ventricle, but the patient did not recover; therefore, the sgc and cds were withdrawn into the vena cava. The patient experienced ventricular fibrillation and cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated and medication was administered; however, the patient expired after approximately 30 minutes of resuscitation attempts. There was no additional information provided.